Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the circumflex artery. A 3.00mmx12mm promus premier drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. Upon removal, the stent slipped off the balloon. Snaring was performed to retrieve the dislodged stent. The lesion was again dilated and the procedure was completed with a 3.00mmx24mm promus premier drug-eluting stent. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier,us, mr 3.00x12mm stent delivery system (sds) was not returned for analysis. The stent had detached from the balloon and was returned attached to a snare. The stent was damaged with struts at one end distorted, lifted and stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent dislodgement inside patient occurred. The target lesion was located in the circumflex artery. A 3.00mmx12mm promus premier¿ drug-eluting stent was advanced for treatment; however the device failed to cross the lesion. Upon removal, the stent slipped off the balloon. Snaring was performed to retrieve the dislodged stent. The lesion was again dilated and the procedure was completed with a 3.00mmx24mm promus premier¿ drug-eluting stent. No further patient complications were reported and the patient's status was stable.